Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found. However, analysis revealed that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that during the implant attempt, the lead signal was noisy and no p-wave could be measured. That lead was not used and a new lead was attempted. The second lead also had a noisy signal and no p-wave could be measured. Also, the helix would extend and retract in the heart, but dislodged over ten times. When the lead was removed, the helix was noted to be crooked. That lead was not used and a third lead was implanted, but still undersensing due to the patient's heart. No patient complications have been reported as a result of this event.